Manufacturer narrative:
(B)(4). The el5ml device was returned for analysis in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and twelve conforming clips were fed and formed and two clips were ejected; an intermittent feeding issue was noted during the analysis. The device was disassembled in order to evaluate the condition of the internal components and upon inspection, the feeder shoe tang was found damaged, causing that the clips could not be fed properly into the jaws. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a nurse fired the device for functionality at the 1st firing, and then the orange indicator showed 0. Another device was used to complete the case. There were no adverse consequences to the patient.